Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdys0032 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening of package, notice strings of fibre streak at needle site, thus unable to use on patient.

Event description:
It was reported that upon opening of package, notice strings of fibre streak at needle site, thus unable to use on patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was confirmed and appears to be supplier related. One opened 22 ga x 0.75 in safestep infusion set was returned provided investigation. The product information present on the packaging indicated lot:asdys0032. The safety mechanism was returned fully activated over the needle bevel. Microscopic observation of the foam pad on the safety mechanism base revealed white fibers to be present. The fibers appeared to be partially adhered to the adhesive between the foam pad and the base. Since the white fiber appeared to be adhered at a region between the foam pad and safety base, the fiber was likely introducer during the assembly of the device; therefore, the complaint is confirmed. A lot history review (lhr) of asdys0032 showed no other similar product complaint(s) from this lot number.